Event description:
On (B)(6) 2010, patient reported her insertion assist device is not working. Patient stated every now and then the device will release itself unintentionally. Patient reported one time when it released unintentionally it inserted the infusion site into the wrong part of the body where a scar was located. Reviewed how to use the insertion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.